Manufacturer narrative:
A ge service rep performed an onsite investigation. A placement key switch was sent to the customer. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported the key was broken off in the key switch in the off position. The result of this was the system was unable to boot up. There is no report of death or serious injury associated with the event.